Manufacturer narrative:
Inspected 1 random opened/used guardian sensor and performed continuity resistance test and sensor passed per specification.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of incident and current blood glucose was 169 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not be returned device for analysis.